Event description:
It was reported by our customer to our sales rep that he was observing a surgery procedure. During this he observed that after implantation it was not possible to remove the nail from the target device. There was a delay of 120 min. A replacement was available. The surgery was successfully completed at the end.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Associated devices: 13200100, target device 300x160mm, lot unk (B)(4), screwdriver 8mm, ball-tip, t-handle 8x330mm lot unk.